Event description:
It was reported that during an unknown procedure, the device was fired over a pulmonary vessel and it transected the tissue, but no staples were deployed. The procedure was converted to a open procedure.